Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Sales representative emailed in to report that internal battery did not charge in pump. The sales representative stated that the customer requested a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. Power error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and a minor scratched lcd window.